Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported the patient observed a fluid leak during trouble shooting of an alarm on the liberty select. The fluid was observed in the cassette housing. The source of the leak could not be confirmed. The patient was advised by the nurse to discontinue use of the cycler and to perform continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not have or experience any complications as a result of the alleged event. The patient resumed treatment on the replacement cycler with no complications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
"."